Event description:
Baxter one-link needle free IV connector (sterile packaging) per the IFU's requires that the port site be scrubbed with alcohol prior to use. Additionally, the port site is not accessible when you open the packaging necessitating rotating the device to access the port. From a human factors, infection control standpoint it is unclear why additional cleaning of the port site is needed for a sterile product and why the packaging is not designed in such a way for the user to open and immediately be able to access the port without manipulating the device. Concerns based on user feedback and use in patients. Higher rates of central line blood stream infections have been observed since the implementation of the baxter one-link connector device.